Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap was dry. This was observed before use of the device. The reporter stated that he did not observe anything wrong with the individual device pouches or the shipping box. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available. Report 1 of 30.

Manufacturer narrative:
(B)(4). The actual sample was discarded. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A companion sample was visually inspected with no defects detected. Pressure testing was performed with no defects detected. Production records were reviewed and all betadine weight checks were within the acceptable range. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.